Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) product type: ; implant date n/a; explant date n/a product ID 9735665 (B)(6); product type: section d references the main component of the system. Other medical products in use during the event include: h3: the product has not been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registering the patient and setting up the sterile field they found the navigation was about 2 cm off superficial. The manufacturer representative (rep) made sure sterile frame and articulating arm connection was tight, confirmed articulating arm had not moved. Site made sure arm drapes were not preventing connection. Site reregistered patient, re-draped, and were able to continue with surgery. Patient present. 10-15 min delay.

Manufacturer narrative:
H3, h6: reviewed the logs and observed there is 1 session. Accuracy observed from the logs are around 1.3mm to 3.3mm. User transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way by verifying registration process. Reviewed the archive 2ct and 6mr exams. Mr-3, mr-4, mr-5, mr-6 are not optimal for stealth. Mr-2 mr-3 has slice thickness greater than 5mm. Mr-1 has 176 slices with thickness and spacing of 1mm. CT-1, mr-1, mr-3, mr-4, mr-5, mr-6 has been selected for the procedure. Merge has been done, and no plans are observed. Observed registration accuracy of 1.4mm has good coverage. It has 1 touch point and trace along the blue area having green zone and yellow zone of accuracy. Observed registration accuracy of 1.8mm has 1 CT with 432 slices. It has yellow zone of accuracy and there is small green zone of accuracy. More points can be collected on forehead region. Verified the registration accuracy of 2.1mm and there is a yellow zone of accuracy not covering entire anatomy. Good number of points are collected on nose area. Pattern is as per the blue protocol. More points could be collected on forehead. Suggesting to do 3pt init registration for better accuracy or can also take 1 touch point and continue trace for better results. Suggesting to collect points on the bony area of anatomy as per the blue protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.